Event description:
Baxter reported, "leakage from the tip of the transfer set after the patient took the cap off." There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.